Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer continued to use the cartridge and supplies for insulin therapy. There was no adverse impact to the customer's blood glucose level.